Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The amount of inaccuracy was 1cm.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional felt inaccurate during the procedure. There was no delay to the procedure. No impact on patient outcome.